Event description:
It was reported that the customer received the unexpected restart alarm on the insulin pump. The customer changed the battery, but the alarm persisted. The customer's blood glucose was 287 mg/dl. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that she also received the external ram crc error alarm. Explained that the insulin pump had experienced an unexpected restart. Advised customer to monitor the insulin pump and call back if the issue recurred. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test, reset error test and displacement test. No unexpected error alarms were noted. The insulin pump was received with minor scratches on the display window and a cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.